Manufacturer narrative:
Based on the contents of the article, no conclusions can be made as to the degree to which the device may have caused or contributed to any patient outcome or complications. The information obtained is limited to the article. Infection is a known inherent risk of surgery and is listed in the adverse reactions section of the instructions-for-use, supplied with the device as a possible complication. The warnings section states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the mesh." No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event (01-jan-2008) is provided as based on the information provided. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per journal article, "chest wall resection and reconstruction for primary chest wall sarcomas: analysis of survival, predictors of outcome and long-term functional status.¿ the study aimed to analyze survival, predictors of outcome and the long-term functional status of 139 patients with a diagnosis of primary chest wall sarcoma who undergo chest wall resection and reconstruction (cwrr) between 1st of january 2008 to 31st of december 2021. The preferred prosthesis for skeletal reconstruction was methyl methacrylate-marlex mesh (mmm) composite graft (bd bard mesh). In a few cases titanium plates, stratos, strattice biological mesh was used instead. Post operative complications include wound infection in 4 patients. One patient underwent debridement with application of vac dressing, one underwent wound debridement which did not suffice therefore had removal of infected mesh and reconstruction with free tfl flap, reconstruction with mmm composite graft and pedicled ld flap for a synovial sarcoma followed by adjuvant radiotherapy. One patient who had reconstructed with mmm composite graft and prolene mesh developed a post-operative incisional hernia, which was repaired at 20 months post ecwrr.